Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sid (B)(4). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results for one sample. Results provided: (B)(6) 2023 sid (B)(4) initial test 133.91 u/ml, repeat results = 3.11 u/ml and < 2.00 u/ml, cea = 4.48 ng/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I ca 19-9xr results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 42961fp00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the alinity I ca 19-9xr assay using worldwide data. Review shows that the median patient result for lot 42961fp00 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 42961fp00. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I ca 19-9xr assay for lot number 42961fp00 was identified. All available patient information was included. Additional patient details are not available.